Manufacturer narrative:
(B)(4). Date sent: 11/22/2021. Additional information was requested, and the following was obtained: questions related to the cdh29a device: was the cdh29a device fired? If, yes does the surgeon believe that there was an alleged deficiency of the cdh29a device? If yes, why? Ans:- yes cdh device was fired . Surgeon requires the cdh29a for anastomosis. Is the colostomy temporary or permanent? Ans:- its permanent. What is the current patient status? Ans:- its in hospital.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the cdh29a device fired? If, yes does the surgeon believe that there was an alleged deficiency of the cdh29a device? If yes, why? Is the colostomy temporary or permanent? What is the current patient status?.

Event description:
It was reported that during a case of lar, surgeon was using contour gun and cartridge. He has followed all the steps and got good stapling and cutting. But after that when he was using circular stapler entire staple line got open and he has to do a colostomy to proceed further. The surgery was delayed by 45-minutes.